Event description:
The brakes on this bed would not hold.

Manufacturer narrative:
The brakes not holding could lead to unintentional movement of the bed which has the potential to cause serious injury. The technician replaced the casters in order to resolve the problem.